Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Their blood glucose was in the 300 mg/dl and 400 mg/dl range. Symptoms and treatments were not mentioned. During troubleshooting, a bent infusion set cannula was discovered. The customer was advised on proper infusion set insertion and usage protocol. It is also unknown if the auto mode feature was active during the hyperglycemic incident. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).